Event description:
The hospital reported a malfunction resulting in the failure of the unit to switch to battery backup. The patient was switched to another unit and the case was resumed. There was no report of patient injury. The customer received support from a ge healthcare service representative who recommended the customer replace the battery to correct the reported issue.